Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh when comparing the results obtained on two different cobas e 801 analytical units. The sample initially resulted in a tsh value of 0.99 iu/ml (serial number: unknown). The patient sample was repeated with a tsh value of 1.45 iu/ml (serial number: (B)(4).) It is unknown which result is considered to be correct and if the erroneous result was reported outside of the laboratory. The tsh reagent lot number and expiration date were not provided.

Manufacturer narrative:
The evaluation result and evaluation conclusion codes have been updated.

Manufacturer narrative:
The field service engineer exchanged pinch valves, measuring cell, syringe seal, and sipper nozzle. An instrument check was performed. The analyzer was confirmed to be running back within specification. The investigation could not identify a product problem. The cause of the event could not be determined.